Event description:
Complainant alleged that the medics monitored a 44 yr old male pt with the device in semi-automatic mode. The device advised a 200 joule shock. The pt was then converted to a 3rd degree heart block with a pulse post shock. The pt then presented a ventricular fibrillation (v-fib) heart rhythm, and the device advised a 200 joule shock, and the pt was converted to a sinus brady rhythm at 40 pulses per minute. At some point during a four minute span, the device was changed to manual mode and ECG leads were applied to the pt. The pt presented a v-fib rhythm and was shocked a third time at 200 joules, with no heart rhythm conversion occurring. The pt was then defibrillated at 300 joules, and was converted to sinus brady at 30 pulses per minute. The pt then presented a non-shockable rhythm with 80-90 pulses per minute. At this point, the pt's heart rhythm was in v-fib, and the medics attempted to charge the device to 360 joules, but the device failed to charge. The medics checked the electrodes, and all other connections, and all appeared correct. In addition, the medics changed the device battery, but the device still failed to charge. At this point, the medics had arrived at the hospital, and were able to obtain another device to continue pt defibrillation.the complainant indicated that the pt subsequently expired, but that the pt outcome was not as a result of the reported malfunction.